Event description:
Based on additional info received on (B)(6) 2014, this case initially considered as non-serious was upgraded to serious as an event of massive synovialitis with seriousness criteria of important medical event was added. This unsolicited device case from (B)(6) was received on (B)(6) 2014 from an orthopaedic surgeon. This case concerns a (B)(6) year old male patient who developed massive synovialitis and thick knee with effusion whilst receiving treatment with synvisc one injection. The patient's medical history was significant for arthroscopic knee operation and knee joint disorder. The patient had prior treatment with synvisc one (several times 3 to 4 applications) and was tolerated well by the patient. The concurrent medication included ibuprofen (ibuhexal). On (B)(6) 2014, the patient received treatment with intraarticular synvisc one injection once (batch/lot number: 002403; dose expiration date: unk) into unspecified knee for gonarthrosis. On an unk date, after the administration of synvisc one injection, the patient developed thick knee with effusion. On (B)(6) 2014, massive synovialitis occured. On (B)(6) 2014, the patient recovered from the event of massive synovialitis. It was reported that no alternative explanations. Corrective treatment: not reported. Outcome: unk for thick knee and recovered for massive synovialitis. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of info provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated throughout ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product quality. This review had not indicated trends that could be associated with any product complaint. Genzyme would continue to monitor complaints to determine if a CAPA would be required. Reporter causality assessment: probable for massive synovialitis and not reported for swelling of knees. Seriousness criteria: important medical event for event of massive synovialitis. Additional info was received on (B)(6) 2014. Ptc investigation results were added. Text was amended accordingly. Additional info was received on (B)(6) 2014 from a physician (orthopedist). An additional serious event of massive synovialitis along with its details was added. The age of the patient was added. Additional event of massive synovialitis with details was added. The start date and stop date of treatment, indication, batch number and frequency of synvisc one were added. Reporter causality assesment was updated. Clinical course updated and text updated accordingly.